Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgical resection of the left adrenal hypertrophy on a patient with bronchial carcinoma, there was difficulty on insertion of the stapler. It did not close. The surgeon used another reload to complete the procedure which caused a slight delay in care. There was no patient injury.